Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one of the following device(s) was received: lcp dhhs(tm) inserter shaft (part # 338.346 / lot # 5101256 mfg. Date: 02/2006). The returned device shows regular use during its 9+ year lifespan. The device was received intact with numerous dents and marks consistent with use. The distal tip is slightly worn, but still functional. No product issues or discrepancies were found during the investigation, and the complaint condition was unable to be replicated due to not receiving the associated helical blade. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The design is adequate for its intended use and did not contribute to this complaint condition. There were no issues found with the returned device, therefore a corrective action is not warranted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data reported. Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inserter shaft was sticking to a helical blade during a femur fracture repair. The insertion handle was sticking to the helical blade causing impingement on the insertion handle; this caused the helical blade to pull out as the surgeon was removing the insertion handle. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: exact date unknown; reported as a few weeks prior to the alert date of march 26, 2015 the device history record was reviewed and no issues were found during manufacture that would contribute to the compliant condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a full DHR review was performed ¿ a total of one hundred twenty-two (122) units from lcp dhhs inserter shaft were purchased to nemcomed, part number 338.346, lot number 5101256. Supplier¿s certificate of compliance indicates that all parts were manufactured in accordance to the material and all customer and/or industry specifications noted on product drawing and purchase order. The lot was inspected at (B)(4) using the incoming final inspection sheet on (B)(4) 2006. No mrr¿s or ncr¿s were reported during the manufacturing and/or inspection process of this lot. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. All records indicate the product was manufactured to specifications. All parts were released to warehouse on 15-feb-2006. MFR (B)(4) initially reported which was correct, however, manufacturing facility was changed to (B)(4) . Per the DHR review being completed, it was confirmed that the manufacturing location is (B)(4), as initially reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.